Manufacturer narrative:
(B)(4) this ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports:1627487-2015-03169 & 1627487-2015-03329. Additional information received identified a different charging system was returned to the manufacturer for analysis. The returned charging system is being reported as device 3.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03169. It was reported the patient (france) experienced heating at the scs ipg pocket site while charging. A replacement charger did not resolve the issue. No additional information is available at this time.